Event description:
A small lead fracture was reported due to subclavian crush. The lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.